Event description:
Event description guidant received information that after being in service for four years, this right ventricular lead exhibited a lack of pacing output, sensing capabilities, and high impedances. An x-ray was obtained revealing a kink in the lead at the site of insertion related to the suture at implant. The lead was then surgically ababdoned and replaced with a new guidant lead.